Event description:
The customer reported a non specific issue. The unit was sent to a covidien service center. Upon triage, the service tech found that the power cord has exposed wires and presents an electrical shock hazard.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.